Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection noted blood/body fluid in the lead lumen at the spiral region of the lead tip. The lead spiral was also noted to have lost its form determined the likely result of stretched coils in the area induced during handling of the lead. The laboratory engineer obtained a new guidewire to test the insertion ability. The guidewire was able to be inserted to the point of the lead spiral but no further; the lead passed continuity and pressure testing. Laboratory analysis confirmed the reported guidewire insertion difficulty, most likely due to blood/body fluid in the lead lumen. This is an open lumen lead and it is possible that a blood clot had formed in the lead¿s lumen during the procedure which would have resulted in guidewire insertion difficulties.

Event description:
Boston scientific received information that this lead was an attempted left ventricular (lv) implant. The physician encountered diffiulty inserting the guidewire into the lead until it could be inserted no further. The lead was extracted and an alternate used to complete the procedure.